Event description:
It was reported that there was oversensing. The physician also reported that the right ventricular setscrew was not very tight. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.